Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure the clip dropped off and protruded from the device. Another device was used to complete the case. There was no adverse consequence to the patient.